Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion located in the rca exhibiting 80% stenosis with severe calcification and moderate vessel tortuosity. The device was prepped and inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. It was reported that the physician encountered resistance while advancing the device and upon removal it was noted that the stent was deformed. The physician noted that endurance was required to advance the device. The lesion was treated with another stent. No patient injury reported.

Manufacturer narrative:
Device evaluation: the distal tip was damaged. The stent was positioned on the balloon between the marker bands as per specifications. The distal section of the stent was deformed. (B)(4).